Manufacturer narrative:
(B)(4).

Event description:
It was reported that the defibrillation test failed due to high defibrillation threshold during a pre-implant procedure. The device was not implanted, and a new device was implanted to complete the procedure. No further information is available.

Manufacturer narrative:
The reported field event of high dft was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.